Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.

Event description:
It was reported that the r-waves have been low since implant. The lead was explanted and replaced when repositioning was unsuccessful.